Event description:
It was reported the last time the patient felt stimulation was about 1 year prior to report, and battery depletion was suspected. Telemetry issues using a programmer were reported. It was also reported that since being in a rehabilitation center the past week, when the patient was near a magnet in the name tags of employees she would feel a jolting sensation down her leg. It was also reported that the magnets would turn the device on/off. Additional information received reported the battery depletion was normal. The patient was scheduled to get a replacement device on (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported the device was removed two weeks prior due to corrosion. It was noted the patient stated the health care profe ssional's office refused to cancel their appointment. It was also noted the patient had broken their shoulder in seven places and had been in the hospital since the previous day. Patient had not related the shoulder break to the device or therapy. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received from the health care provider reported that the cause of the event was a fractured wire. There was an implantable neurostimulator (ins) inversion or flipping. There was a break in the lead/extension from repeated flipping of the battery in the pocket. The ins was explanted. It was unknown if the device will be returned for analysis. The patient was not hospitalized and there was no injury to the patient.

Manufacturer narrative:
Product ID: 7492, serial# (B)(4), implanted: (B)(6) 1989,product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer. Patient product ID: 3586, serial# (B)(4), implanted: (B)(6) 1989, product type: lead. Product ID: 3550-09, lot# la9139, implanted: (B)(6) 2002, product type: accessory.(B)(4).

Manufacturer narrative:
Analysis of the implanted neurostimulator (serial number (B)(4)) found no significant anomaly. The battery was at normal end of life. It was noted that there was no telemetry and no output. That there was no system or functional testing of the device because the device had no telemetry or output. Analysis of the accessory kit3550-09 plug (lot# la9139) found no anomaly. Analysis of the extension 7496-51 (serial number (B)(4)) found that the extension body conductor was broken due to overstress/damage. It was further noted that a functional test of extension segment showed that continuity was acceptable for circuits 0, 1 and 3. Circuit 2 was open. #2 conductor wire was broken 24.4 cm from the proximal end due to damage/ overstress. All extension wires were broken stretched and twisted. Outer insulation also broken and twisted due to overstress/damage 30.2 cm from proximal end.

Event description:
Additional information received reported that the patient did not have a new device implanted. The patient's device was explanted (B)(6) 2012. It was noted that the scheduled replacement was for a depleted battery. The reporter stated that when the physician opened up the pocket, the wiring was actually broken; "looked as if it was twisted" and the assisting health care provider (hcp) stated the patient was a "twiddler". The pocket was then stitched back up with battery removed and the physician stated "the patient would have to be re-trialed to put a new lead and battery back in". It was further stated that the physician wanted the patient to be re-trailed before taking out the old lead so that it was certain the lead was in the "proper" location and did not move. It was stated that there were no patient symptoms or injuries related to this event. It was reported later that the patient battery was flipped multiple times by the patient, which could have led to the lead breaking. Additional information was requested and if received, it will be followed up in a supplemental report.